Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0308870. Medical device expiration date: 2022-05-31. Device manufacture date: 2020-11-03. Medical device lot #: 0332689. Medical device expiration date: 2022-05-31. Device manufacture date: 2020-11-27. Investigation summary: material no. 367955. Lot no. 0308870 & 0332689. Bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'cocked stopper' with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to a timing issue with the equipment that inserts the rubber stopper into the hemogard cap. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: the cap was slightly opened & discovered only when it got stucked at the siemens aptio system gripper.